Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (death).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately six months ago. It was reported that the patient expired two weeks post implant. The cause of death and relatedness to the device and procedure are unknown. No further information was provided.